Event description:
It was reported to hp that the pt was on a stepdown unit being monitored. The heartrate monitor recorded a flat line indicating a dead battery. When the nurse entered the pt's room to replace the battery, the pt was unresponsive. A code was initiated; the pt was transferred to the ICU unit and expired later that day.